Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: neu_rtm_unknown, serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Recharger. No equipment during the call. The reason for call was patient reported their recharger was heating up and the issue began a couple weeks ago. Patient was having trouble charging their implant. During the call patient did not have their equipment with them. Agent advised patient to call back with their equipment.

Manufacturer narrative:
Additional info has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back with equipment and said the recharger was getting hot to the touch for the past 4-5 days and warmer than what it was supposed to be and pt said they experienced longer charge times. Pt also said they got a error message that said "fatal error. Contact medtronic" (pt did not know exact message). Pt would reset and reset would resolve issue for awhile, but error message persisted. Pt said sometimes they charged for 1.5 hours and the ins did not increment at all. Tss requested replacement recharger.